Manufacturer narrative:
Devices were discarded by the hospital. If additional information is received, it will be reported on a supplemental report. Same pt event as MDR 8031020-2012-00159.

Event description:
It was reported that, implants were brought to the facility being frozen for at least two hours at -5 degrees fahrenheit. Implants remained in cooler with bagged dry ice until surgeon was ready to implant the device immediately. Upon opening the device and removing it from its protective packaging, the implant expanded more rapidly than what stryker's surgical technique specifies is the device's expected "working time" if pre-surgery temperature requirements were fulfilled. All additional implants, except the one being implanted at the time, remained frozen in the cooler until the doctor requested to attempt to implant a new device as a second or third attempt. Each time, the proximal portion of the implant expanded too quickly to be properly positioned into the intramedullary canal of the proximal phalanx. After several attempts with the same results, the surgeon decided to use a 0.045 k-wire for fixation on the second and fourth phalanges. The dip implant that I used on the third phalange was successful and did not exhibit anything beyond normal behavior for the frozen implant. While the surgeon was closing, he remarked that the operating room suite's temperature was fairly high (approx 73 degrees fahrenheit), and then the anesthesiologist informed us that the facility had not yet repaired the air conditioning for the entire facility. Surgeon believes this could have contributed to the reduced "working time" he experienced with the implants.